Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a keypad anomaly. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was not returned for analysis.